Event description:
I have had several stomach surgeries since late 1999. I had diverticulitis and had part of my colon removed at the time I was overweight. The dr used surgipro hernia-mate plug mesh, I have had several hernias since that time and when I have surgery, they find the mesh has come loose and in a big ball. I just had surgery again in 2007 and the same thing, but I am still having problems because the wound site would not stop draining. When the dr did surgery on approx six months later, he found another ball of mesh. So, I'm asking that you look into this mesh and see if there are other people with this problem.